Manufacturer narrative:
Concomitant products: 6984m adaptor, implanted: (B)(6) 2015; 5867-3m adaptor, implanted: (B)(6) 2015.

Event description:
It was reported that the atrial lead exhibited a decrease in p-waves. The lead remains in use. No patient complications have been reported as a result of this event.